Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a proglide device after an interventional coronary procedure with a 7f sheath. Reportedly, the device snapped in half at the junction between the proximal guide and distal guide. The distal guide became separated and entrapped within the patient anatomy. A surgical cutdown was performed to remove the distal guide and achieve hemostasis. Surgical suturing was used to achieve hemostasis. There was no adverse patient sequela; however, there was a reported clinically significant delay due to surgery. No additional information was provided.